Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, a nurse reported that the patient had a stoma site infection with redness, ooze and hard area 2-3 cm palpable under skin at stoma site. The patient was advised to increase the cleaning of the site. Antibiotic flucloxacillin 500mg qds was prescribed. The patient was advised to monitor the site and attend to it if there was no improvement. The event was ongoing.